Manufacturer narrative:
(B)(4). The customer's complaint of cut in silicone segment was confirmed. During visual inspection of the set rec'd, it was noted that the silicone segment had a tear near the upper fitment. The tear was measured to be 0.1060 inches long. Visual examination under microscope noted a crush mark to the upper blue fitment. Functional testing was performed. A leak was noted coming from the silicone tubing near the upper fitment. The cause of the leak was due to a tear in the silicone segment. The cause of the tear was undetermined.

Event description:
An adminstration set was unexpectedly rec'd with a cut in the upper fitment area. The customer was contacted but could not provide any details of the event associated with the set. There was no pt harm or medical intervention.